Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had a seizure and went to the emergency room (ER) after undergoing a surgical procedure on (B)(6) 2015, to explant and replace her lead (reference MFR. Report#: 1627487-2015-06312). It was also reported the patient's stimulation had not been turned on postoperative. It was noted the patient has a history of seizure disorders.